Manufacturer narrative:
The analysis on the computer of the navigation system was completed by medtronic personnel. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was able to replicate the reported issue. Navigation system was rebooted and the monitor displayed no input detected. An 8 was displayed on the axiem box. The monitor cable was reseated and the system was rebooted. Representative stated that the fan on the computer was cycling. A computer was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation but the results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure, the navigation system became unresponsive became unresponsive when loading an exam. There was no patient present at the time of the issue.